Manufacturer narrative:
The customer reported an adverse event involving a maxi twin patient lift and sling clip during a patient transfer from a wheelchair to a bed. While a caregiver was turning the lift arm (spreader bar), the left shoulder clip of the sling reportedly detached, resulting in the patient falling between the bed and the lift. Following the fall, the patient sustained multiple injuries, including excoriated swelling in the left parietal region, minor non concussive head trauma, a non pulsating left frontotemporal hematoma, and contusive trauma to the pelvis and lumbosacral spine without fractures. The patient was transported to the emergency room and hospitalized for two days. After returning to the care facility, the patient¿s vital signs became unstable, and she was readmitted to the hospital, where she was diagnosed with a pulmonary embolism. A causal relationship between the fall and the pulmonary embolism has not been confirmed. Both the lift and the sling were visually inspected by the manufacturer, and no definitive abnormalities were identified. The lift exhibited minor cosmetic wear, while the sling fabric and clip were intact. Functional testing revealed no discrepancies in lift performance; however, the sling clip showed slightly reduced resistance. The sling was returned to the manufacturer for evaluation and testing. The manufacturer conducted simulation with the returned clip to evaluate the alleged detachment condition. The simulation demonstrated that the detachment is unlikely. All tested clips met functional requirements for attachment integrity. No relationship was identified between the perceived less resistance and potential clip detachment. Further investigation focused on possible contributing factors. The clip has been designed to prevent inadvertent detachment. It is attached to the spreader bar lug in such a way that it cannot be disengaged in any direction: in one direction, movement is obstructed by the spreader bar, and in the opposite direction, disengagement is prevented by the mushroom-shaped end of the lug. The clip cannot go downward as it is suspended on a clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Once the weight of the person in the sling is applied, the clip is locked into position as result of the applied load (pull force). To pull out a clip that is under tension, would require a force applied under the clip to push it off so that the pin moves from the narrow aperture slot into the wider section. Therefore under normal conditions of use, it is unlikely the leg clip will detach. The customer stated, that the green strap of the sling had broken, probably getting stuck between the clip and the arm of the lift (spreader bar lug) and that the clip detached when the spreader bar was moved. The product instruction for use states to not squeeze a strap between the clip and the spreader bar and to pay attention when adjusting the spreader bar. Currently available instruction for use for maxi twin 04.kt.00_22en dated 2024-05, indicates to: ¿make sure all lugs are locked at the top end of the clips and no straps are not squeezed in between the clip and the spreader bar¿ additionally, the passive clip sling instruction for use (IFU 04.sc.00-8en dated 02/2023) mentions: ¿to avoid injury to the patient, pay close attention when lowering or adjusting the spreader bar¿ it is considered that if a strap became caught within the clip, it could have interfered with proper engagement and may have contributed to the reported detachment. In summary, while the lift and sling system was involved in the patient transfer, the investigation did not identify a failure of the system to meet its performance specifications. This event is considered reportable due to the allegation of shoulder clip detachment during patient transfer.

Manufacturer narrative:
UDI number not available as the product was manufactured before UDI implementation. Investigation is ongoing. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that during a patient transfer from wheelchair to bed, when a caregiver was turning the lift arm, the left shoulder clip detached. The patient fell between the bed and the lift. A patient sustained multiple injuries following a fall (presence of excoriated swelling in the left parietal region, multiple trauma due to accidental fall, minor non-concussive head trauma, non-pulsating left frontotemporal haematoma, contusive trauma to the pelvis and lumbosacral spine with no fractures). The patient was taken to the emergency room and hospitalized for two days. The patient´s vital sign were unstable shortly after back to the facility and taken back to the hospital and diagnosed with pulmonary embolism. The causal relationship to the fall has not been confirm. The sling was removed from use. Both lift and sling were visually inspected, and no issue was found. The lift had minor scratches (signs of wear), the sling fabric and clip were intact. Functional check of the lift and sling showed no discrepancies with the lift; the sling clip showed less resistance. This event is considered as system related (lift and sling used), therefore it has been reported under lift brand name.